Event description:
A report was received that following an implant procedure the patient was experiencing pain at the shoulder due to lead migration. The patient underwent a revision procedure wherein four leads extensions were added. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician believed that the patients upper back pain was caused by the wire that was so tight. The physician moved the pocket and add the extensions.

Event description:
A report was received that following an implant procedure the patient was experiencing pain at the shoulder due to lead migration. The patient underwent a revision procedure wherein four leads extensions were added. The patient was doing well postoperatively.